Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported: the t7 stick-fit driver broke at the interface site while performing final insertion of a 2.0 mm peg. The surgeon was using the targeting guide, and once it was removed, noticed that the peg was not seated all the way flush with the plate. When he tried to finish tightening it down, it snapped at the driver / screw interface. Also, noticed that the t8 stick fit driver is becoming deformed. Secondly, a 2.7 mm nl screw head broke in a manner where it could not be removed. The head split in half. Finally, the provided screw removal tool (easy out) was not an appropriate size to remove the screw. The easy out didn't engage the screw head and just kept spinning. This meant that the surgeon had to add an additional dorsal incision and had to burr the end of the screw. This created an additional hour of or time.

Manufacturer narrative:
The broken driver and concomitant bent drivers were returned and examined: the returned driver tips were examined. The 80-4243 (t7) driver tip damage seen is consistent with a torsional failure caused by exceeding the driver's torque capability. Though the fractured pieces were not retuned, the failure is consistent with other drivers that fail due to high torque application. No other observations were noted which may have contributed to the torsional failure of the driver. For the 80-4244 (t8) driver tips, deformation of the tips was observed though neither of the drivers were fractured. The deformation caused is consistent with excessive torque applied to the driver tips.